Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that they experienced high blood glucose. The customer blood glucose level was 435 mg/dl at the time of incident and other blood glucose was 232 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with intravenous fluid. The customer treated with penicillin intramuscular injection at hospital for strep infection. The insulin pump will not be returned for analysis.